Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Sales reported: it's the second time this problem has occurred (gamma3 long nail, and the 5.0 locking screw is completely stuck in the distal section) since the introduction of the new screws.